Event description:
During an elective tibial nail removal, the surgeon had difficulty threading the extraction screw into the nail. After several attempts, the surgeon decided to leave the nail in place. The tibial fracture was noted to be healed. This is one (1) of two (2) reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.